Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The introducer sheath was not returned along with the stent. Visual and microscopic inspection of the device found that the stent was returned in its deployed state and the stent delivery wire (sdw) was kinked at 39 cm from the proximal end and at 6 cm & 12 cm from the distal end. There were no anomalies noted to the deployed stent and functional test was unable to be performed since it was already deployed. Information available indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu continuous flush was maintained, the stent was jammed inside the hub of microcatheter and the patients anatomy was a little tortuous. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent had prematurely deployed during use. No consequences to the patient were reported.